Manufacturer narrative:
Investigation summary: this is the first complaint for lot# 7163564 for the same defect or symptom. A sample was received in the columbus plant for evaluation. It has no packaging flow wrap. The barrel label confirms the lot# 7163564. It has the plunger rod- rubber stopper, the tip cap and saline solution. The barrel is bowed at the luer tip section. Failure mode is verified. This type of defect is not common and most likely was induced by misplacement on the sterilizer trays. There were no qns issued during the production of this batch listed in the complaint. All our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. Investigation conclusion: all our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. A sample was received (B)(6) 2018. It has no packaging flow wrap. The barrel label confirms the lot# 7163564. It has the plunger rod- rubber stopper, the tip cap and saline solution. The barrel is bowed at the luer tip section. Product was not within specifications. Root cause description: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. (B)(6) 2018. The sample shows the barrel bowed, this type of defect is not common and most likely was induced by misplacement on the sterilizer trays.

Event description:
It was reported the barrel was deformed causing volume inaccuracy on a bd 5ml posiflush¿ syringes prior to use. No injury or medical intervention reported.